Event description:
The hospital reported that the hst iii system (4.3mm) packaged with the device was sticking out as if it were used. A new device was used. No procedural delay. No patient harm was reported.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: b5--summary corrected. D1: brand name corrected from "heartstring iii system 3.8mm" to "hst iii system (4.3mm)." D4: model and catologue# corrected from "hsk-3038" to "hsk-3043. " updated the short description, catalog#, model name and summary.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the hst iii system (3.8mm) packaged with the device was sticking out as if it were used. A new device was used. No procedural delay. No patient harm was reported.

Event description:
The hospital reported that the hst iii system (4.3mm) packaged with the device was sticking out as if it were used. A new device was used. No procedural delay. No patient harm was reported.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--UDI # corrected from "(B)(4). The device was returned to the factory for evaluation on 06/23/2023. An investigation was conducted on 07/05/2023. A visual inspection was conducted. The was returned inside the box and plastic packaging, which had already been opened by the user. Signs of clinical use and no evidence of blood were observed on the device. The aortic cutter was observed to be intact with no visual defects observed. The delivery device was returned inside the loading device, however it was not in its normal positioning according to the "2" on the delivery device, which indicates an attempt was made to load the device. The blue slide lock was on and the white plunger was not depressed. The seal was observed in the loading device window to be loaded in the delivery device and was partially unraveled. A mechanical evaluation was conducted. The seal was able to be completely loaded into the delivery device with no physical difficulties. The seal and tension spring assembly was able to be removed from the delivery tube with no physical difficulties. The seal was observed to be partially unraveled. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.22 inches, and the length of the delivery tube was measured at 2.51 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure "defective device" , was not confirmed. The analyzed failure "unraveled material" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000270863 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.